Manufacturer narrative:
Action taken unk. Complications during surgery: not applicable.

Event description:
Heat wrap did not help [device ineffective]. Case description: this is an initial spontaneous report from a contactable consumer. This female consumer (race unk) started to use heat wrap (thermacare lower back and hip) since an unk date at an unk frequency for back problem. The relevant medical history and concomitant medications were unk. The consumer reported that in the morning of (B)(6) 2011, she used a heat wrap which did not help her at all as it did not heat up. The relevant lab data was unk. The status of the suspect product in response to the event was unk. The therapeutic measures taken in response to the reported event (if any) were unk. The clinical outcome of the reported event at the time of report was unk.